Event description:
Reporter stated that pt was not feeling well (vomiting). Around 4 pm the pt's blood glucose was in the 400's [mg/dl], then around 9 pm it was ~70 mg/dl (pt drank milk). The next morning the pt was found lethargic and cold with blue nail beds (blood glucose="hi"). Paramedics were called--the pt was intubated and admitted to hosp. Pt had a heart attack in the ER (potassium level= 11 meq/l; blood glucose= 1,100 + mg/dl). A defribrillator was used to resuscitate the pt. Physician feels that pt had a slight heart attack 1-2 days prior to this incident. Pt was still in hosp (and unconscious) at time of report.